Event description:
It was reported that the device switched to back up mode. After analyzing the memory dump, the replacement has been recommended. Should additional information be received, this file will be updated.